Event description:
It has been reported to philips that the system intermittently did not emit x-rays. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned coronary procedure was performed by the customer and completed by pressing the footswitch again. The philips field service engineer (fse) inspected the system on site and confirmed that the system was having an exposure issue. Review of the system log file showed that stop exposure command was delayed. Upon troubleshooting fse found that defective wired footswitch. To resolve this issue, fse replaced wired footswitch. The defective footswitch was returned to philips for analysis; the cause of the failure could not be conclusively determined by the supplier's part analysis. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.